Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. H2: additional information - correction.

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot test was performed and passed. Serial number verification functional test was performed and failed. Performance data was not provided for evaluation. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge performed and passed. A review of the share log was performed and signal loss was not found within the investigation window. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.